Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver tip (phd00n) fractured inside of the cover screw. The cover screw was removed and replaced by another one.

Manufacturer narrative:
Investigation results of the returned device have verified that the driver tip only fractured at the very tip of the hex and that the entire hex tip did not fracture off into the cover screw. As a result, the event described in medwatch report 0001038806-2018-00222 submitted on mar 14, 2018, is no longer a reportable malfunction due to the fact that the piece of the fracture tip of the driver would not become stuck in the cover screw preventing it's removal. No additional medwatch reports will be submitted.